Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to damage on charged coupled device (ccd) unit, the image disappears during angulation in ud directions. Non-reportable findings are as follows; the water tightness was lost due to a pinhole on the bending section cover, the adhesive on the bending section cover had a chip, the control unit was sticky due to water leakage, a noise image occurred due to a damaged charged coupled device, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had no image. The issue was found during preparation for use for an unspecified procedure. The device was inspected before use. During the device evaluation, the following reportable malfunctions were found: there was breakage of the image sensor and due to damage on the charged coupled device the image disappeared during angulation in the up and down directions. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions reported by the customer at complaint intake and the malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the no image was a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.